Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine had power but would not power cycle and had a black screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had black screen. The technical support specialist (tss) dialed into the station and confirmed that the medication application was functioning as expected. An email was sent to customer regarding the case, and since the issue was resolved, the case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.